Event description:
Revision surgery - due to the patient falling while at physical therapy; the rotator cuff popped out. The cuff was too damaged to repair and a reverse was needed.

Manufacturer narrative:
The reason for this revision surgery was due to a rotator cuff injury after 4.5 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this part ((B)(4) stability/poor joint, (B)(4) trauma, (B)(4) dislocation, (B)(4) infection), (B)(4) for this lot. The root cause of the injury was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product.